Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported that during procedure a zero tip nitinol stone retrieval was used. The basket broke off inside the ureter during attempt to remove the broken nephrostomy tube. The procedure was completed without further incident. There were no patient complications as a result of this event

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. A review of the device history record (DHR) confirmed that this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of basket detachment of device or device component and unretrieved device fragments (udf) were defined in the risk documentation and is documented accordingly. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that during procedure a zero tip nitinol stone retrieval was used. The basket broke off inside the ureter during attempt to remove the broken nephrostomy tube. The procedure was completed without further incident. There were no patient complications as a result of this event.